Event description:
Revision surgery:the surgeon stated there was a dislocation of the implant due to patient stressing the femoral head.

Manufacturer narrative:
The reason for this revision surgery was a dislocation of the implant. Length of in vivo service was 1.4 months. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 26 prior complaints reported against this part number; summary of investigations: 6 dislocation, 3 instability and looseness, 3 trauma, 3 pain, 3 infection, 1 wear, 4 revisions with un-specified reason and others for various reasons. This is the first complaint against this lot number. The surgeon reported the dislocation was the result of the patient stressing the femoral head. The surgeon reported no issues associated with the explanted product. No other conditions relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.